Manufacturer narrative:
Pump was received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 108 mg/dl at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.